Event description:
An optometrist reported a case of trace dlk (diffuse lamellar keratitis), observed one day after lasik surgery. Reporter informed that no change was made to post op drop regimen, no add'l f/u care was indicated, and this was not visually significant. Further info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).